Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not securely latch) was confirmed. As received, the belt would not securely latch to a test monitor. Upon evaluation, the trunk cable connector was cracked and the connector pins were bent. The cause of the inability to securely latch is the cracked connector and bent pins. The root cause of the cracked connector and bent pins is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt would not securely latch to a test monitor.